Event description:
It was reported that when the coil was advanced in the microcatheter, the coil experienced resistance and detached prematurely. The coil was retrieved along with the microcatheter from the patient's anatomy without clinical consequences.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned without the introducer sheath and detached from the delivery wire. Visual inspection of the device revealed that the delivery wire and proximal contact were kinked, likely due to handling. The main coil was observed to be stretched, kinked and tangled. In addition, the detachment zone was inspected and it was confirmed that the coil had detached due to a physical break at the detachment zone. Functional testing could not be performed as the coil was detached from the delivery wire and the introducer sheath was not returned. The device was confirmed to be in good condition prior to use. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the coil contributing to the reported and observed kink, stretch, tangle and physical break of the main coil from the detachment zone. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that when the coil was advanced in the microcatheter, the coil experienced resistance and detached prematurely. The coil was retrieved along with the microcatheter from the patient's anatomy without clinical consequences.